Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis phase of a splenic flexure resection and bloc retroperitoneal liver wedge resection, there was an incomplete staple line. It was stated that bleeding occurred at the distal end of the common channel of jejunum anastomosis by less than 500cc. The surgeon placed two interrupted sutures at the distal end of the common channel and over sew to fix the staple line.